Event description:
It was reported that a patient sustained a second degree facial burn while receiving ipl treatment. No medical intervention was required; patient has fully recovered with no permanent impairment.

Manufacturer narrative:
Lumenis field service investigation found the subject device to be out of calibration. Lumenis technician observed the handpiece to be out of alignment and system filter to be in need of cleaning in contradiction to device labeling guidelines. Lumenis has determined probable root cause to be improper device self calibration due to handpiece misalignment and general cleanliness. Importance of device cleanliness and handpiece position during calibration is clearly expressed in device labeling and product training.